Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(4). Patient codes: (B)(4) - surgical intervention, (B)(4) - pressure in right pelvic area, erectile dysfunction, problem urinating. It was reported that following the procedure the patient experienced pain, pressure in right pelvic area, swelling, erectile dysfunction and problem urinating. It was also reported that the patient underwent multiple procedures following the procedure. No additional information was provided.